Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-06888. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined the root cause is potentially caused by facility's infrastructures. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshooting with the olympus technical assistance center (tac) via telephone, the video cables and power cables were noted to run up into the ceiling from the two monitors and someone at the facility checked the electricity in the room after the outage and indicated there were no electrical issues and believed the problem to be the power supply of the monitors. The customer could not confirm if they were using ac or dc but likely dc. The monitor power switches were not on when the power outage occurred. Tac recommended replacing the power cord to ac adapter/power supply. On september 8, 2020, an olympus field service engineer (fse) visited the user facility and checked the power to monitors and from power packs. All tested appropriately. Checked and manipulated boom arms with no issue. Checked for frayed wires and found none. Both monitors functioned properly when attached to separate travel cart with olympus cv and clv-190 series video processor and light source. The power supplies internally reset and functioning. The root cause of the reported event could not be determined as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
After a power outage at the user facility, two high definition lcd monitors could no longer power up. No patient injury or harm was reported. This report is for 1 of 2 monitors.